Event description:
It was reported that during an ureteroscopy procedure, the fiber was not producing energy, and it broke during procedure. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during an ureteroscopy procedure, the fiber was not producing energy, and it broke during procedure. The procedure was completed with another fiber without patient complications.